Event description:
Medtronic received information that approximately 12 years post implant of this aortic bioprosthetic valve, the patient is being evaluated for a replacement. The reason for evaluation was reported as aortic stenosis and moderate aortic regurgitation. It was further noted that the patient's hospitalization was prolonged. Medical therapy was also provided. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5, and imf (annex f) codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reported, the patient successfully had a transcatheter valve-in-valve replacement. It was reported that prior to the valve-in-valve procedure the patient was receiving antihypertensive medication. No additional adverse patient effects were provided.